Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastic non-sterile luer-lok¿ tip syringe was damaged and missing scale markings.

Manufacturer narrative:
Investigation: one photo and one loose 5ml ll syringe was received and visually examined. The sample was found to have a blank barrel defect. The syringe was also observed to have varying degrees of damage, some of which were cosmetic in nature, such as scratches and scuffs, while others were rejectable, such as cracked barrel and a broken flange. Potential root cause for the blank barrel defect is associated with the marking process. Potential root cause for the damaged barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that before use of the bd plastic non-sterile luer-lok¿ tip syringe was damaged and missing scale markings.